Event description:
The pt contacted lifescan alleging that their one touch ultra smart meter was reading inaccurately erratic. They obtained results of 133, 280, and 320 on the reported meter within 10 minutes of each other.